Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. While advancing the viewflex xtra ice catheter through a femoral access, some resistance was felt. It was noted via fluoroscopy the catheter bumped an unidentified structure in the vessel and then advanced to the hart. The case went well and the catheter exhibited no further issues. When the catheter was removed, it was noted the catheter was fractured at the tip. There were no adverse consequences to the patient.